Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock therapy due to noisy signals oversensing. It is suspected that the sense b node is related. The patient was hospitalized, and the therapy was programmed off. The system will be explanted and replaced by a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock therapy due to noisy signals oversensing. It is suspected that the sense b node is related. The patient was hospitalized, and the therapy was programmed off. The system will be explanted and replaced by a transvenous system. No additional adverse patient effects were reported.